Event description:
It was reported via voluntary medwatch that the patient's right ventricular (rv) lead exhibited a high pacing impedance and high capture threshold. No intervention was performed, and no adverse effects were noted.